Event description:
The complainant reported a patient in st elevation myocardial infarction was being implanted with an impella cp device for mechanical circulatory support. It was reported that prior to insertion, the priming of the pump was successful, but the purge solution was not being discharged from the catheter. Troubleshooting steps were performed which did not resolve the issue, so the medical team decided to replace the pump. The replacement pump was successfully inserted and the patient was started on support with no issues.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs from the case were not returned. No damage or abnormalities were found on the returned products. The pump purged with no issues when connected to the returned purge cassette. Purge fluid escaped the purge gap with no difficulty. Therefore, the cause of the case start purge issue was use related. This report is being filed as part of a retrospective review of historical records.